Event description:
Event description cpi received information that this implantable pulse generator (ipg) and bipolar lead, model 4285, were implanted on 10/11/96. The patient suffered asystolic episodes on 10/12 and 10/13/96. On 10/15/96 the patient suffered another asystolic event with an EKG demonstrating loss of atrial and ventricular capture. An invasive analysis was performed to analyze the system. The ventricular lead was repositioned and the thresholds and r waves were unchanged from the implant. The ipg was explanted and a new ipg, model 1230, was implanted.